Event description:
The customer called and wanted their pump replaced, despite having passed all testing. Customer was hospitalized for dka before. The customer had no alarms from the pump. The sites and sets are changed every two to three days and had no bent cannulas. Also, the customer informed that the pump was taken off in the hosp and lost the settings. A replacement pump was requested.